Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received.a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a proximal femoral nail anti-rotation (pfna) done for fracture proximal femur on (B)(6) 2015 and was discharged on (B)(6) 2015. However, patient was seen on (B)(6) 2015 for pain and x-ray revealed a cut-out of the pfna blade. Diagnosis: lag screw acetabular migration. Patient had to undergo an operation on (B)(6) 2015 to remove the cut-out blade and discharged well on (B)(6) 2015. The condition of the patient was reported as stable. The nail is still in the patient's left femur. The patient status is well; mobilized on wheelchair. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: february 4, 2015 - expiry date: january 1, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.